Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient completed the control solution 2 test twice, with their teladoc blood glucose meter, and the results were out of range. The control solution 2 range was 274-411, and the results were 223 and 225. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.